Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6 suggested component code: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during drilling for screw placement, both drill bits broke in half. The event occurred intra-operatively while drilling holes for screws, and the reported technique was followed. There were no consequences or impact to the patient, and no fragments were left in the patient. Attempts have been made and no further information has been provided.